Manufacturer narrative:
It was reported by the customer that a pyxis anesthesia es system did not have morphine and fentanyl in stock during a cesarean section. The customer confirmed that the required medications were retrieved from another operating room. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident it was determined that the customer experienced network issues on site, causing several transactions to not be recorded. A pyxis cii safe discrepancy, ultimately impacted the restocking of the pyxis anesthesia es system that the customer reported. A new database was installed, resolving the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not have morphine and fentanyl in stock during a cesarean section. The customer confirmed that the required medications were retrieved from another operating room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6, h10, h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had network issues and missed few transactions. A technical support specialist templated the issue, readded admn template, applied it to the customer's new database and installed it to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had network issues and was missing a few transactions. The user was unable to access morphine and fentanyl in stock during a cesarean section. The customer confirmed that the required medications were retrieved from another operating room. There were no adverse events or injuries reported based on this event.